Manufacturer narrative:
The insulin pump was received with blank display due to faulty component on the interface board. Unable to perform functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests due to blank display. The insulin pump had cracked case at the display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have a blank screen display each time a button was pressed. Customer's blood glucose was 120 mg/dl and 364 mg/dl. Customer was advised that battery cap would be replaced. Customer called back after receiving battery cap stating that it did not resolve issue. Customer was advised that insulin pump would need to be replaced.